Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the patient presented with acute coronary syndrome, respiratory failure, and left ventricular failure. In view of low blood pressures & high inotropic support, the patient needed required intra-aortic balloon (iab) therapy. Post-coronary angiogram, iab therapy was initiated. However, the augmented pressures seemed to drop from 110 to 70 and below. Upon fluoro examination, the iab did not inflate to full capacity. The iab was later removed and showed to have inadequate inflations, possibly due rupture and/ or helium leak. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.